Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) /2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp i.v. Catheter extension set was leaking. This was further described as ¿rn (registered nurse) placing piv (peripheral intravenous line). Piv inserted and rn attached piv t-connector securely and flushed t-connector. Piv t-connector leaking at junction.¿ this was identified at an unspecified process step related to a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.